Manufacturer narrative:
The reported device has not been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported from the office of dove dental specialists that a bruxzir full contour zirconia crown fractured and was reportedly swallowed by the patient. The patient was reported as a 42-year-old female with a medical history of bruxism. Oral hygiene was reported as excellent. The event reportedly occurred after cementation, and the patient presented with the issue on (B)(6) 2026. The affected tooth was reported as #31. No permanent injury or additional medical or surgical intervention was reported. The restorative material was replaced with a product similar to the complaint product.